Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. Investigation including root cause analysis is in progress; a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that one month following a cataract removal with intraocular lens (iol) and glaucoma stent implant procedure, the patient experienced an intraocular pressure spike. Anterior chamber paracentesis was performed to lower iop (intraocular pressure), with subsequent corticosteroids once daily and an antibiotic four times daily. The patient was scheduled for secondary surgery to lower iop on (B)(6) 2018.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, confirming that the patient had another manufacturer's stent implanted as planned on (B)(6) 2018. It was noted that the patient is doing well; the iop is controlled with no pressure lowering medications required. It was also noted that the patient is using dexamethasone twice daily in this eye.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Postoperative elevated iop is an established risk associated with use of the stent system that is clearly specified in the product instructions for use (IFU). (B)(4).

Event description:
Additional information was received via a completed questionnaire; the patient was treated with latanoprost and timolol maleate eye drops on (B)(6) 2018. It was also confirmed that the event has resolved.

Manufacturer narrative:
Additional information provided in relevant tests/lab data. (B)(4).